Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a cephalic arch vein. The patient present with stenosis, which was revealed through a venous duplex scan. A 12.0x40mm armada 35 pta was advanced and inflated to 10 atmosphere (atm); however, the angiogram still showed residual stenosis. A non-abbott self expanding stent was deployed into the cephalic arch vein. The same armada 35 was used to further balloon the vessel and the balloon ruptured at 9 atm of pressure. The device was simply removed and another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the pinhole balloon rupture occurred due to interaction with the anatomy or associated devices causing damage to the outer surface of the balloon material. There were no leaks noted during preparation and the balloon was inflated and deflated once prior to the pinhole occurring indicating that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.